Event description:
It was reported that the foley catheter was naturally removed after surgery. It was placed after a right hemicolectomy and the patient entered the room at 10:00 and left at 15:00. The balloon was naturally removed after the patient returned to the room. There was a small amount of balloon remaining, and when additional fluid was injected and examined, it was confirmed that the balloon had naturally removed the fluid. It was unknown whether there was any damage. Per follow up information received via ibc on 19jun2024, stated that there was no injury to the patient.

Manufacturer narrative:
The reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases the three-way catheter. The second photo zooms into the deflated balloon. The last two photos show the catheter's cap with the printed lot number and a note in native language. Received 1 all-silicone temp sensing foley catheter. Inflated with 10 ml methylene blue solution using the inhouse syringe. The concentricity was within specification. Catheter rested with no leaks. The inhouse syringe was connected and it was able to passively deflate in 3 minutes and 10 seconds with no issues or cuffing. Reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed after surgery. It was placed after a right hemicolectomy and the patient entered the room at 10:00 and left at 15:00. The balloon was naturally removed after the patient returned to the room. There was a small amount of balloon remaining, and when additional fluid was injected and examined, it was confirmed that the balloon had naturally removed the fluid. It was unknown whether there was any damage. Per follow up information received via ibc on 19jun2024, stated that there was no injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed after surgery. It was placed after a right hemicolectomy and the patient entered the room at 10:00 and left at 15:00. The balloon was naturally removed after the patient returned to the room. There was a small amount of balloon remaining, and when additional fluid was injected and examined, it was confirmed that the balloon had naturally removed the fluid. It was unknown whether there was any damage. Per follow up information received via ibc on 19jun2024, stated that there was no injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.